Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 620 mg/dl. A correction injection was administered to address the bg. The customer reverted to an alternate method of insulin therapy.